Event description:
Pt on iabp and it ruptured. New sheath would not advance into the femoral artery over the gide wire. Left groin area was explored and femoral artery had torn when iabp was d/c ed. Clamp applied to control bleeding. Pt developed bradycardia and then asystole.